Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states a pharmacy technician discovered a hair-line piece of plastic fragment in the syringe. The dose of medication was discarded and it was not dispensed after the plastic fragment was discovered. The plunger was pulled back to draw up the medication solution but it was not removed from the syringe barrel. The fragment did not move, float, or change positions. The customer's impression was that it felt like part of the syringe.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was one used sample returned with this complaint. The sample was visually inspected and a hair-like fragment was seen attached to the plunger tip. The sample was sent out for ftir analysis and the fragment was determined to be polypropylene. The barrel is produced with polypropylene. The reported condition is confirmed. The exact root cause could not be determined based on available information. Laboratory analysis of the samples identified the string-like contaminant to be polypropylene, which is a parental material for the syringe. Several contributing factors were assessed and the most likely root cause of the hair-like fragment of plastic is coming from the barrel, where plastic can be skived off during the barrel printing or assembly process. This condition can also be related to the deficiencies in the cleaning process and environmental contamination of the rubber tips while conveying in the rubber tip tracks. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are taken throughout the production of the lot for particulate in the fluid pathway. The lot met all defined acceptance requirements and was released. Based on the findings of the root cause investigation for the polypropylene fiber, the following actions will be taken: formal work orders and change orders have been implemented.